Manufacturer narrative:
See MDR 1920664-2009-00120 for the intraocular lens used with this delivery device.

Event description:
After placing the lens in the capsular bag, the doctor noticed the leading haptic was missing. The incision was enlarged to remove and replace the lens. There were no consequences for the pt.